Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 239 mm from the terminal pin. White insulation residue was noted on the inside diameter of the outer insulation from compression and movement. Due to the location and type of damage, this is consistent with a fatigue fracture in or around the clavicle first rib region.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. When the ra lead was programmed to a bipolar configuration, the pacing impedance was greater than 3000 ohms, the amplitude was 2.7 mv, and there was no capture. When the ra lead was programmed to a unipolar configuration, the pacing impedance was around 448 ohms, the threshold was 0.9 v, and the amplitude was 3.8 mv. The patient is not pacer dependent. The decision was made to explant this ra lead. During explant, insulation and conductor damage were observed. The physician suspected clavicular crush. No additional adverse patient effects were reported. There is no plan to re-implant.